Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering found one conductor wire broken at the jaw pulley exit. One set of grip cables are derailed at the distal idlers. The wire most likely pulled out during articulation of the wrist due to poor strain relief. Cable derailment may have also contributed to wire breakage. Engineering also observed the distal end of the main tube has a couple of deep scratches with material removed. Scratch marks are not parallel to tube axis. Based on the location, orientation and appearance, damage may have been caused by instrument collisions. Electrical continuity failed. No other damage found. The endowrist instruments instruction for use (IFU) specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instrument or other unidentified consequences, such as disconnection of the instrument tip.

Event description:
It was reported that during a da vinci s surgical procedure, a cable on a pk dissecting forceps instrument broke. No instrument fragments fell into the patient. No patient harm, adverse outcome or injury was reported.